Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A short simulated therapy and visual inspection were performed. Upon conclusion of the investigation, the cause of the iipv was false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 23:49:32. During night drain cycle one, the patient's ultrafiltration reading was 1897ml, indicating the home patient drained 1897ml more than their maximum programmed fill volume of 2000ml. No additional information is available.